Event description:
Initially, it was reported that the patient was having leg pain and pain at the generator site with stimulation, and their treating neurologist lowered the patient's settings. The patient is implanted with the vns for epilepsy, but also has depression. It was later reported by the nurse that treats the patient's depression, that since the patient's programming parameters were lowered "the patient is extremely depressed, she is very concerned, she feels that her settings need to be checked and possibly increased." It is unknown at this time if the patient's depression is above their pre vns depression rate. The patient has been referred for evaluation by a surgeon for the generator to be replaced. Good faith attempts are being made for additional details surrounding the event.